Manufacturer narrative:
(B)(4) - no consequences or impact to patient, tears, rips, holes in device, device material. (B)(4).

Manufacturer narrative:
Method: lens work order search results: a lens work order search was performed and no similar complaints were found within the work order. Visual inspection of the returned product found half of the lens torn off. The lens was returned dry. Conclusions: no conclusion can be drawn. Based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter indicated the surgeon attempted to insert a 12.5mm icm125v4 implantable collamer lens but the surgeon felt resistance when pushing the lens out and the lens tore. There was no patient injury indicated and the lens was not implanted. Another same model lens was implanted. The patient is doing well.